Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated two times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the emergency room for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor (B)(6) and electrode belt sn (B)(6) have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Update as of 08/25/2021: the monitor (B)(6) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Device evaluation of electrode belt (B)(6). Has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. There is no indication that the damaged belt caused or contributed to the inappropriate treatment as the patient's rhythm was able to be detected throughout the event. The root cause for the thermally damaged diode array could not be positively identified.

Event description:
The patient was inappropriately treated two times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the emergency room for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device. Update as of 08/25/2021: upon investigation, the electrode belt (B)(6) did not pass incoming functional testing.